Manufacturer narrative:
(B)(4). Concomitant medical products - unknown cup p/n unknown l/n unknown. The device will not be returned for analysis. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2016-03910. Reported event was unable to be confirmed as part number/lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient had a revision procedure 26 years post-implantation due to poly wear and osteolysis. During the procedure the cup and liner were replaced. Attempts to obtain additional information have been made; however, no more is available.